Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub or had scale marking issues during use. The following was reported by the initial reporter: "it was reported that needle hub separates into shield and believes the syringe does not give full accuracy. Verbatim: verbatim from email copied and pasted below: email received¿(B)(6) 2021 the markings on my most recent bag of 10 syringes of 3/10ml capacity, which have 8mm long, 31 gauge "ultra-fine" needles, are: lot number 0139094 a, with date codes (B)(6) 2020 & (B)(6) 2025, have about 1 needle in 20 in which the needle detaches from the syringe body when an attempt is made to remove the orange cap. The needle stays in the cap. This has been happening with the last couple of boxes of the product that I have used lately. Before that, it was very rare for a needle to detach from the syringe. I just thought I would let you know. Thanks ps: most of my insulin shots are for less than 10 units, never over 15. I have developed a formula that allows me to very accurately "nail" the amount I need to counteract food intake and exercise. But I suspect that the 3/10 ml syringes don't give me the accuracy that would allow me full accuracy. Does bd or anyone make a 1.5/10ml (15 unit) syringe?"

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-18. H6: investigation summary: customer returned a box filled with 10 pouches of syringes. Both the box and pouches were labeled as 0.3ml, 31 gauge, 8mm syringes from lot 0139094. Each of these 10 pouches were unopened, with each pouch containing 10 untouched syringes. 30 samples were taken from the 10 pouches at random for shield pull force testing. The results of these tests are featured below: 1. 3.87 lbs, 2. 4.27 lbs, 3. 3.29 lbs, 4. 3.88 lbs, 5. 5.87 lbs, 6. 4.55 lbs, 7. 5.12 lbs, 8. 4.89 lbs, 9. 4.87 lbs, 10. 3.17 lbs, 11. 5.92 lbs, 12. 5.49 lbs, 13. 3.89 lbs, 14. 5.31 lbs, 15. 4.82 lbs, 16. 3.89 lbs, 17. 4.43 lbs, 18. 5.36 lbs, 19. 4.99 lbs, 20. 4.75 lbs, 21. 4.83 lbs, 22. 4.92 lbs, 23. 6.08 lbs, 24. 4.79 lbs, 25. 5.11 lbs, 26. 5.47 lbs, 27. 6.15 lbs, 28. 5.15 lbs, 29. 5.19 lbs, 30. 4.22 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. While none of the syringes disassembled by separating the needle hub from the barrel, two of the thirty samples tested were found to be above acceptable pull force values. While the report of the hubs separating from the barrels could not be confirmed for these samples, needle shields were found to be above specifications for pull force required for removal, making them difficult to operate. A review of the device history record was completed for batch # 0139094 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Based on the samples received the investigation concluded that bd was not able to replicate or confirm the customer¿s indicated failure of the needle hub separating from the barrel of the syringe. Bd was able to replicate the reported difficulty operating the syringes based on the amount of force required to remove the needle shields. Root cause for this defect cannot be determined. Capa1630423 has been opened to address hub separates but is also investigating the shield difficult issue. H3 other text : see h10.

Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 139094, medical device expiration date: 2025-05-31, device manufacture date: 2020-05-18, medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
(B)(4).